Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. No further information on the reported issue was provided. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.

Event description:
It was reported that the customer was hospitalized. Contact inquired how to view the pump settings in order to better educate and treat the customer. No further information on the reported issue was provided. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.